Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and 'system error 105' was verified through the log . A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation. The reported condition was verified and determined to be caused by a failed motor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.